Manufacturer narrative:
(B)(4). A batch review will be performed. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot number 12k052 was manufactured october 16, 2012 - october 17, 2012. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation information: the device was received for evaluation. A visual inspection and leak testing were performed. The leak condition was not identified during product evaluation. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that leak was observed at flow restrictor of a large volume infusor during infusion of an unknown medication. There is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.